Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was 37-38 mg/dl; cause and action to address low bg was not known. During troubleshooting, the malfunction alarm was cleared, and insulin delivery was resumed successfully.